Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2003; 6947 implantable tachy lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced. The patient is enrolled in the painfree sst clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.